Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to an issue with the manual tube release knob. To correct this condition, the manual tube release knob was replaced. If any additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation by baxter personnel, a colleague infusion pump was found to not power up due to open manual tube release knob. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.